Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidently programmed and delivered a 19 unit bolus. A recommendation was made by tandem technical support for the customer to contact the healthcare provider. There was no reported impact to the customer's blood glucose level. Multiple attempts were made to follow up with the customer; however, the customer did not respond.